Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi display and high results accompanied by symptoms. Husband emailed on behalf of the customer. The customer is concerned with tests results from results obtained of 500mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired and woozy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.